Event description:
The operator noticed smoke coming from the (B)(4) analyzer reagent display. The operator turned off the power and unplugged the (B)(4) analyzer. No injury to the operator due to the smoke was reported.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, a visual examination of returned material, a review of current (B)(4) labeling, and a review of the information provided including the complaint text. The complaint information notes an field service representative (fsr) replaced the reagent display door assembly. A service history review found no additional complaints have been initiated on (B)(4) for smoke generation, since the fsr replaced the reagent display door assembly. The reagent display door assembly board was returned to abbott by the fsr. Failure analysis visually examined the returned reagent display board and noted several components on the board were burned. A review of (B)(4) field performance data did not identify an increase in complaint activity for the issue the customer experienced. The (B)(4) system operations manual contains adequate information on operational precautions and limitations. The manual also includes directions for emergency shutdown of the (B)(4) analyzer. No product deficiency was identified.